Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test and displacement test. Device was monitored and no missing segments or partial display anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose value was unknown at the time of incident. The insulin pump will be returned for analysis.